Event description:
The neurons were found damaged in their packages prior to any use. This MDR is associated with mdr3005168196-2010-00590 and mdr3005168196-2010-00592.

Manufacturer narrative:
Device investigation: the device is kinked twice, at 2.0 and 3.0 cm distal of the strain relief. A 0.070" mandrel inserted into the hub of the device can only be advanced 11.5 cm before stopping due to friction. The device is non-functional. Conclusion: due to the absence of the chip board shipping boxes it is impossible to say whether the damage occurred during shipping or subsequent handling. The damage seen is consistent with the events reported. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.